Event description:
It was reported that the 1st soft key on a pump keypad is inoperable.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the 3rd soft key, 4th soft key, 5th soft key, (on/off), (setup), (ok), #0, #1, #2, #4, #5, #7, #8, and the (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the 4th soft key will occur following the selected key's function (eg, when the #6 key is pressed, 6 followed by the 4th soft key will be entered). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unknown.